Event description:
The iab kinked during iabp. The iab needed to be repositioned. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown- reported 10/30/97.) (Pt's current status: unk - rpt'd 10/30/97.)